Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event while using a dexcom g7, with a lowest sensor reading of 62 mg/dl confirmed by glucometer at 70 mg/dl, lasting about 30 minutes, after going to bed with hyperglycemia and subsequently correcting; the patient treated with approximately 20 grams of oral carbohydrates (juice) and reported recovery to 102 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention, defined here as oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.